Event description:
Boston scientific received information via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a low out-of-range (oor) shocking lead impedance (sli) measurements. Additional information was obtained indicating that the physician suspected the value to be in error. The patient had two subsequent follow-ups via their remote monitoring system and the impedances were reported to be in a normal range of 50 ohms. The physician believed that the lead was fine. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.